Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for diabetic ketoacidosis and blood glucose of 320 mg/dl. The customer treated with insulin. Customer indicated that their cannulas have been bent and requested replacement cannulas. The customer declined to further troubleshoot for the high blood glucose. No further details given.